Manufacturer narrative:
Continuation of d10: product ID: 977a275, serial# (B)(6), implanted: (B)(6) 2016, explanted: (B)(6) 2025, product type: lead, product ID: 977a275, serial# (B)(6), implanted: (B)(6) 2016, explanted: (B)(6) 2025 and product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported high impedances. Full system revision including removal of old leads and ipg, replaced with new leads and ipg. Physician decision to revise everything due to impedances, missed connections and 2-3 hour charge times. The explanted devices were discarded.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated this his second ins implant. Patient stated they are getting a message "settings not available cannot provide your desired intensity settings" for the past 4 days. Agent reviewed the meaning of the message and redirected patient to his healthcare provider to further address the issue. Pt mentioned that he is having low back pain in the past 6 days and he would like to have an MRI to help diagnose the increase in pain. Pt stated he no longer goes to the implant doctor for the ins. Agent is sending a message to the local field reps about patient call. On 2024-oct-23 mpxr 1235448 (rep): additional information was received from the manufacturing representative. Rep stated the patient was having impedance issue and pocket discomfort- patient reports battery is flipping and moving in the pocket. Increased charge times noted due to battery not seated flat in pocket. Pt's weight asked, unknown. Rep also noted patient had returned of pain. Rep stated the issue was resolved. 707213096 - first implant stopped working allegation.

Event description:
Information was received from a manufacturer representative (rep). The rep reported that further testing was being done to determine a solution to the impedance issue and ins flipped/movement in pocket. In the meantime, the patient was reprogrammed around the impedances for relief. It was unknown if the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.